Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, and the user attempted five restarts without resolution before contacting support; a replacement ilet was arranged, shutdown guidance was provided, return logistics were confirmed, and the user was advised that data would not transfer and to complete startup on the replacement while continuing cgm use via the dexcom app or receiver. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the event, user troubleshooting, and logistics for device replacement and return for evaluation. Investigation of this device revealed a reported motor stall alarm consistent with a pump operational malfunction potentially involving the drive mechanism, with no effect on glycemic control as reported.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.